Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with bg values rising into the 300s and later hypoglycemia after discovering the infusion set connection was not secure, reattaching the tubing, and administering a manual insulin injection while the device continued delivering insulin. Symptoms included weakness and dizziness associated with a lowest bg of 50 mg/dl, which resolved after ingestion of glucose tablets, and device alerts for low bg were received. Outcomes included transient hypoglycemia without medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on infusion set integrity, algorithm learning, and risks of insulin stacking when giving manual injections without pausing delivery. Investigation of this case revealed an infusion set connection issue resulting in under-delivery and subsequent user-administered manual insulin alongside ongoing automated delivery, consistent with insulin stacking and resulting bg fluctuations; the user reported use of a cd 23" 6 mm infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the initial hyperglycemia but consistent with an infusion set connectivity issue compounded by user action leading to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.